Event description:
It was reported that a patient death occurred. It was reported via social media that a patient had the watchman closure device implanted on (B)(6) 2019 and that the patient passed away on (B)(6) 2019. No further information is available at this time.